Event description:
On the same patient - sensation 40cc would not aspirate back on insertion, 2nd sensation 40cc unfurled prior to insertion. Balloons will be returned, the hospital will keep them in cath lab. Staff member stated that 1st balloon was kinked and sheath also kinked (possible user technique); 2nd balloon they attempted to pass thru kinked sheath and unraveled in the insertion process. The cath tech was not willing to retrieve the two balloons as they are at the bottom of the red medical waste trash can. The account manager would still forward the return kits. (B)(4). The product was not returned. Per balloon data sheet: patient was on table, attempted left groin, had problems with balloon insertion into sheath. Balloon was removed and attempted insertion again. Balloon wouldn't insert. Opened a new balloon, same thing. Third balloon, no problem, first 2 balloons were attempted insertion through original sheath. Third time sheath was changed out and 3rd balloon inserted fine. The final conclusion was that the sheath was kinked. No patient injury or death resulting from the event.

Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).